Manufacturer narrative:
The sample has been received for evaluation, however, sample investigation is not complete. A follow up report will be provided upon completion.

Event description:
Customer reported that the tip of a 4dic inner cannula is distorted. Customer reported that it causes pain to insert the inner cannula. There was no patient harm reported.